Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during our testing. After three days of testing, from the bolus and basal deliveries, the reservoir icon properly decreased from 3 bars to 1 bar during testing. No reservoir icon display anomaly noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that newly received insulin pump over-delivered in one dose and never switched over to second dose. Customer reported that insulin pump should have delivered 36 units of insulin and it delivered 64 units. Customer shaking for most of the day and passed out. Customer did not go to the hospital or called the ambulance. Customer reported that the reservoir icon showed full when reservoir compartment showed that reservoir was half full. Customer also received a battery out limit alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.